Event description:
It was reported that the patient experienced myocardial infarction. An agent dcb 2.50 x 30mm was selected for treatment of the target lesion which was located in the mid to distal left anterior descending artery (lad). The lad was pre treated using a wolverine cutting balloon and a semi compliant balloon angioplasty catheter. The lad was then treated using the agent balloon, resulting in 0% residual stenosis and timi flow of 3. One day following the procedure, it was noted that the patient experienced a ten times increase in the troponin 1 hs level, which met the criteria of myocardial infarction.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.